Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on their right side three weeks prior to the report and that since then they have been feeling 'massive pain' and the stimulator was not taking the pain away. The patient was wondering is something could have happened when they fell. The patient was redirected to follow-up with an hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt ) reported previously reported information regarding having a couple of falls which broke the box in their butt because it has not worked since. Caller said it had been 4-5 years that the patient has not been able to use the scs. The caller was redirected to the patient's healthcare provider to further address the issue. Pt saw a spine doctor yesterday regarding issue but was redirected because they do not work with mdt scs. Caller provided a new address for patient. Patient services sent email to field reps for visibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lack of pain relief following the patient's fall was the ins. The patient stated their stimulation was going bad, no one would repair it at all. Nothing has been done to resolve the issue. The patient also reported they are going to get it removed as soon as possible. No further information was reported.